Event description:
"Dr.(B)(6) used 4 devices and the clips came out and twisted off the applier before they could be crimped. Dr. (B)(6) pulled the applier out of the abdomen and it still twisted. It seems to happen after the 2nd or 3rd clip. Four devices were used to finish the surgery thus, extending anesthesia time."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a final report will be issued.